Event description:
Customer experienced an issue with low sodium results. He states samples were rerun on their other integra 800 and the sodium results were much higher. He said original results were reported to the physicians and corrected reports were sent. Pts were not treated based on the erroneous sodium values. He provided the following 11 pt sodium examples. The following nine were discrepant, repeats tested on other integra 800: pt 1, initial result 130, repeat 140 mmol/l. Pt 2, initial result 130; repeated twice, first repeat on this analyzer gave 130, second repeat on other analyzer gave 140 mmol/l. Pt 3, initial result 131, repeat 139 mmol/l. Pt 4, initial result 132, repeat 140 mmol/l. Pt 5, initial result 130, repeat 142 mmol/l. Pt 6, initial result 130, repeat 138 mmol/l. Pt 7, initial result 133, repeat 142 mmol/l. Pt 8, initial result 127, repeat 134 mmol/l. Pt 9, initial result 133, repeat 143 mmol/l. Ises are run in indirect mode and potassium values were not affected.

Manufacturer narrative:
The field service rep determined a bad sodium electrode to be the cause and he replaced the electrode. He verified analyzer operation by performing calibration, qc and pt runs.